Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: earliest date of publication used for date of event continuation of d10: product ID hp3000 (unknown serial/lot); product type: 0182-beating heart; implant date n/a; explant date n/a g2: citation: authors: michiel algoet, tom verbelen, steven jacobs. Robot-assisted midcab using bilateral internal thoracic artery: a propensity score¿matched study with opcab patients. Innovations vol. 19(2) 184¿ 191 2024. 10.1177/15569845241245422 g4: device is class 1 exempt. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received literature regarding robot-assisted midcab using bilateral internal thoracic artery: a propensity score¿matched study with opcab patients.the time frame of this study was: january 1, 2015, to october 31, 2022. The following medtronic devices were used: starfish evo heart positioner , octopus nuvo tissue stabilizer deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. The causes of death were: one death of unknown cause, one death due to a noncardiac cause. Among patient adverse events included: conversion to sternotomy, reoperation for bleeding, blood transfusion during hospital stay, de novo atrial fibrillation, target vessel revascularization, ICU admissions, 30-day macce (major adverse cardiovascular and cerebrov ascular events), conversion to opcab, three cases of target vessel revascularization (early graft failure due to preoperatively unknown coagulopathy or prolonged hypotensive period), two surgical revisions for bleeding. Based on the available information, the two surgical revisions may have been attributed to medtronic product. It was noted in the article that 1 revision was because of bleeding coming from a trocar site and the second because of bleeding at the site of the apical suction device (subxiphoidal). No further information was provided pertaining to medtronic products.